Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uref, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was patient stated the first 6 weeks with therapy her bowel function was very consistent and she was having a bowel movement (bm) at the same time every day. The patient stated that recently this has changed and seemed to go whenever. The patient stated she was taking different oral medication and that may have something to do with the change. It was reported that the change in therapy/symptoms were noted as sudden. The indications for use for this patient were gastrointestinal/pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.